Manufacturer narrative:
Additional information was provided therefore d6b was updated. The investigation was completed (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks

Manufacturer narrative:
Additional information has been provided in d9 and h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 was suspected of having a gastrointestinal bleed. Heparin was withheld. Impella support continued.